Event description:
The patient reported all buttons on the infusion device were defective. No physiological effects were reported. The infusion device was replaced and requested to be returned for evaluation. The complaint can be verified. The up button is always active. Due to this problem, the other buttons can't be operated and do not respond. The input of the up button at the main processor is defective. The insulin pump can't be operated anymore under this condition.